Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient experienced a hypoglycemic event but was able to drive himself to the hospital for evaluation and unspecified treatment. The cgm and bg values provided; cgm 100 mg/dl and bg 220 mg/dl, were taken after medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.